Event description:
It was reported that loss of capture was observed on the atrial leadless device. A capture threshold test was performed after the output of the device was reprogrammed and capture was observed on the test. However, when comparing the capture threshold test to an external electrocardiogram, there was no capture visible. The patient is dependent on atrial pacing, but did not experience any symptoms or consequences due to the event. The system was reprogrammed to ventricular pacing only to resolve the event, and the patient was in stable condition.